Event description:
Patient set up on cadd plus pump. 10:25pm on call pharmacist received a call from nurse. Nurse was calling from the patient's home. Pharmacist on call was told by nurse that at 5pm the patient was hooked up to a 3080mg 5-fu cassette that was to be administered by a continuous infusion via cadd plus pump. Nurse verified that settings programmed into the cadd pump were correct prior to hook-up. Cadd pump was programmed by user facility pharmacist. Verified by a second pharmacist and initialed off on pump programming sheet prior to delivery. Setting were as follows: res vol= 84ml rate= 0.5ml/hr amount given= 00.ll=1. Pharmacist on call was told by nurse that at this time res vol on pump was reading 29ml. 10:30pm pharmacist on call called pharmacy manager to report occurrence. Manager told pharmacist on call to call nurse back at patient's home. Have nurse visually inspect bladder of cassette. Re-check pump settings and lastly have nurse disconnect pump and cassette and with a syringe remove residual 5-fu from cassette as to determine total dose patient received. Pharmacist on call called manager back and told her that upon inspection of cassette "it looked empty" and that nurse was only able to aspirate approx 4mls. Pharmacist on call asked nurse if patient was experiencing any side effects at this time. Pharmacist on call stated that at this time no signs of nausea, vomiting, or diarrhea were evident. 11:00pm pharmacist on call called nurse again at patient's home to make sure pump settings were still set correctly. Nurse said that she had just disconnected patient, removed battery from pump, and packed all supplies away. Pharmacist on call had nurse re-insert battery and and at this time pump was now in lock level =0 with the following settings: res vol=84 infusion vol=139.5mls period=2hrs cycle=6hrs kvo=0.5ml. 11:20pm pharmacist on call called manager to convey further info. 11:30pm manager called dr office to notify md. Answering service said that dr was on-call. She told the service that there was an emergency with patient and to please call her at home and left home phone number. 11:45pm manager called infusion branch manager to inform her of situation. 11:55pm manager had not heard back from dr, so she called answering service to verify md had received message. At this time. Service stated "dr said that if this is an emergency send the patient to the ER." Manager asked if dr wanted to know exactly what the problem was. Service stated "the ER will call the dr once the patient is there." 12am pharmacy manager called back to patient's home and spoke to nurse. She explained dr instructions to nurse. Patient would go to ER. 12:10am pharmacy manager called ER and spoke to charge nurse to explain that patient had received 3080mg of 5-fu over a 5 hour period of time. Patient should be on their way. 12:30am pharmacy manager called infusion branch manager to update her on instructions to send patient to ER. 12:45 pharmacy manager called pharmacist to update her on instructions to send patient to ER. Saturday april 3rd, 1999-10:08am pharmacist paged nurse to find out how patient was doing. Nurse had spoken to patient's wife earlier that morning. Patient was at home in bed sleeping. Hosp had called patient at 7am to instruct family to watch for a rash and signs of shortness of breath. The patient was to have a liver scan performed on monday am. 10:30am pharmacy manager received update on patient's condition from pharmacist. Pharmacy manager called regional infusion manager to give him overview of events. Monday april 4th, 1999-9:00am pharmacy manager contacted family of patient. Pharmacy manager informed her that user facility would come today to do a pick-up of pump and supplies at her convenience. The pump would be quarantined and would then be sent off to an independent laboratory for extensive study.